Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
Correcting the concomitant medical products 24485 tidesign 3.5/4.0 - ø 4.5,1.5mm that was initially reported in the initial (1st) report to concomitant medical products 24940 osseospeed tx 4.0s - 8 mm. This is a follow up report to correct the concomitant medical products information.

Manufacturer narrative:
Device received for this event is being corrected from osseospeed tx 4.0s - 8 mm catalog # 24940 to tidesign 3.5/4.0 - ø 4.5,1.5mm catalog # 24285. Product code is being corrected from dze to nha. This is to correct and remove the codes that were initially reported - removing codes for: component code - 887. The correct codes for this complaint are: component code - 568.